Event description:
It was reported that this right atrial (ra) lead was successfully repositioned after it was dislodged. In the same procedure, the physician repositioned the right ventricular (rv) lead no reason was given for this. No additional adverse patient effects were reported.